Event description:
Edwards received notification from a field clinical specialist that a sapien 23mm valve, implanted for 7 years and 11 months, failed due to aortic insufficiency and stenosis. A 23mm sapien 3 was implanted with +1 cc within the degenerated 23mm valve. Post deployment mean gradient was 4mmhg by tte with none/trace pvl. The patient was stable.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the information provided, the root cause for the degeneration was likely due to the patient¿s co-morbidities and/or pre-existing valvular disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a sapien 23mm valve, implanted for 7 years and 11 months, failed due to aortic insufficiency and stenosis. A 23mm sapien 3 was implanted with +1 cc within the degenerated 23mm valve. Post deployment mean gradient was 4mmhg by tte with none/trace pvl. The patient was stable.